Event description:
During the embolization of an aneurysm in the anterior cerebral artery, there was a report of coil prolapse and migration into the parent artery. It was not disclosed which coil that if the two events occurred with a single coil or not. The physician stated, that these events were "not considered a device malfunction". Pt assessment was "0" pre and post procedure and there was no report of pt complications associated with these events.